Event description:
It was reported that the patient had a pain/tugging sensation which was on her left side when the patient would move her head to right side following plant on (B)(6) 2013. The pain/tugging sensation was located on the patient¿s head. The left deep brain stimulator device was removed in (B)(6) 2013 due to a confirmed infection. The device had been contaminated when it was inserted; the patient had had immediate symptoms of infection. The infectious disease team had confirmed the implantable neurostimulator (ins) was contaminated when it was implanted in the patient. The area of the infection was the ins. Symptoms included redness around body and ins site on the left and pain in the head and body. The infection had gone down with oral medication but medication had only suppressed infection and then it had come back worse. The entire device including leads was removed; it was unclear what was removed because additional information indicated half the device was taken out from the left side. Since the left side was removed the patient had had a hard time not leaning head to the left. The patient¿s whole body leaned left from her waist up. The patient had not had torticollis before the left side was taken out. There was torticollis of the head and torso. The patient still had the device on the right side and was interested in getting another device on the left side.

Manufacturer narrative:
Concomitant products: product ID: 3708660. Serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389-40, lot# v005943, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information received from the patient reported that she had not gone back to her doctor. She did speak with her healthcare provider (hcp) about her torticollis and the hcp suggested perhaps using botox injections. The patient's torticollis was causing more and more twisting and pain. She also mentioned having "18% scoliosis," but did not know since when.